Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified primary audible alarm background test. During the functional testing was unable to duplicate the primary audible alarm background during the occlusion test. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. Replaced speaker for preventive measures. A corrective and preventative action has been opened to address the reported issue. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Additional event information received indicating no patient involvement. (Updated b5, h6)

Event description:
Additional information received: there was no patient involvement.